Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that the realize band was implanted in (B)(6) 2010. Within the first six months the patient was experiencing pain, vomiting and could not eat or drink. They had a CT scan and that is where they saw that the band had slipped from its original position. The surgeon made an adjustment/re-positioned. Per the patient, the max amount of fluid in the band was 8ccs. The patient continued to experience issues; pain, not being able to eat or drink. Per the patient they just went back to or in (B)(6) 2015 due to pain and not being able to eat or drink. This is when they discovered that their esophagus was blocked. All fluid was removed from the band. The patient has since switched to a different facility for their care and has not had any issues thus far. Per the patient everything is working fine. The band remains implanted with a current fluid volume of 6ccs.